Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent first flange fully expanded and deployed, and the inner sheath was kinked. Functional examination was performed, and the stent was deployed. Additionally, stent dimensions were reviewed, and all the dimensions were within specification. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent first flange failure to expand. Taking all available information into consideration, the investigation concluded that the observed problem of inner sheath kinked was due to procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the observed problem. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was attempted to be implanted transgastric to the intestines during a gastroenterostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." Based on the available information, there is not enough information to confirm the reported event of stent first flange failure to expand; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the intestines to treat an occlusion during a gastroenterostomy procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange did not expand. The stent was removed partially covered by the outer sheath, and the procedure was completed with another axios device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted transgastric to the intestines during a gastroenterostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the intestines.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the intestines to treat an occlusion during a gastroenterostomy procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange did not expand. The stent was removed partially covered by the outer sheath, and the procedure was completed with another axios device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted transgastric to the intestines during a gastroenterostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the intestines.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.